Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
It was reported that the ventilator had an unknown noise. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found the gas delivery system (gds) module was not well. The se replaced gds module and the unit passed all tests.